Manufacturer narrative:
(B)(4): the customer reported that the battery pca had broken connection pins and failed to power up on battery power. The hospital biomed evaluated the unit and verified the failure. Replacement of the battery pca resolved the failure.

Event description:
The customer reported that the battery pca has broken connection pins and failed to power up on battery power.